Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that during the ventriculoperitoneal (vp) shunt procedure, when connecting the valve to the defective product and performing ligation with sutures, the catheter on the valve side broke at the ligation site. No health damage was reported. A spare product was used to complete the procedure.

Manufacturer narrative:
H3. Product analysis determined that the visual inspection confirmed the catheter had been damaged/cut in multiple places. The returned product did not meet the requirements for patency and leak testing. All catheters are 100% inspected at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.